Event description:
New information low pacing impedance.

Manufacturer narrative:
Correction: b5 wording.

Event description:
New information received noted that the lead exhibited low pacing impedance.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.